Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV team experienced the needleless valve was not retracting when flushed after an infusion and blood backed up into the tubing.